Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed because the part number and lot information were provided. Based on the limit information provided, a cause for the reported unintended movement associated with clip open while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report clip opening while locked. Based on the current field safety notice (fsn) issued, the physician reported on an event in the past that involved the clip opening while locked (cowl). The physician could not say when exactly this event occurred and about the course and measures that were taken. Furthermore, the physician does not want to answer any questions regarding this event. No additional information was provided.